Manufacturer narrative:
The device was not returned for evaluation. We were unable to confirm that the cannula wasn't straight, nor could we determine if it may have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 17.6 mmol/l (317 mg/dl) while wearing the pod between 24 and 36 hours on the leg. A bolus of 14.65 insulin units was administered to treat the patient's elevated bg levels. The patient could reportedly smell and feel insulin on their skin. When the pod was removed, the infusion site looked irritated; the site had the appearance of a "mosquito bite kind of look". Additionally, it was reported that the cannula was "not straight".